Manufacturer narrative:
The reported device will not be returned for evaluation. Manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the device is unknown; therfore the root cause could not be established. Related submission name: (B)(4)

Event description:
The t8 cannulated stick fit hexalobe driver broke during a case. Report 2 of 2.